Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 27, 2024.

Manufacturer narrative:
This report is submitted on september 27, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Open circuits were noted on seven electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.